Manufacturer narrative:
Updated feild: b4, g3, g6, h11. Corrected feild: e1 (event site telephone). The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The non-maquet sheath that was returned was positioned over the catheter tubing and the rear seal, with a side port connected to the sheath. One kink was observed on the catheter tubing approximately 58.7cm away from iab tip. The three-way stopcock was also returned. Visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint record ID no. (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The non-maquet sheath that was returned was positioned over the catheter tubing and the rear seal, with a side port connected to the sheath. One kink was observed on the catheter tubing approximately 58.7cm away from iab tip. The three-way stopcock was also returned. Visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID no. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. A chest x-ray (cxr) was taken after the insertion, and cxr scans were performed to monitor the iab placement. During this monitoring, it was observed that the balloon marking had shifted. However, there was no patient harm or adverse event reported.